Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 31-jul-2018 with the following findings: during investigation, the black box showed multiple unexplained pump reboot events. The battery compartment was cracked at threads on the side and separately below the grip pad. Returned battery cap was undamaged and able to fit. There was evidence of moisture corrosion is observed on the display lens inside the pump (see attached picture). A leak test failed due a battery compartment leak. The pump powers up with auditory and vibration to a blank screen, unable to verify steps and to adequately investigate reported ¿power¿ complaint. The pump¿s cover was removed, further moisture corrosion was found to the display screen, and the power printed circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (moisture ingress) issue. The patient stated that the pump got wet and there was moisture behind the display. The pump powered down and would not power back on. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.